Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.tandfonline.com/doi/full/10.3109/17453674.2015.1074483 current information is insufficient to permit a conclusion as to the cause of the event. This report will be updated when the investigation is complete.

Event description:
It was reported that two revisions were noted in patients implanted with trilogy acetabular cups that were used in conjunction with cemented stryker exeter v40 stems and unknown brand ceramic heads.

Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Device history records and complaint history search cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. By the nature of the article, these devices were not used in approved and compatible combinations. Relevant medical history and adherence to rehabilitation protocol are unknown.this is a retrospective study representing broad number of event types within the national joint registry that typically do not provide adequate information for assessment. A definite root cause cannot be determined with the information provided.